Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Patient information was unavailable from the site. Device lot number, or serial number, unavailable. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation. Part not received for evaluation

Event description:
Medtronic received information regarding a navigation device being used during a posterior spinal fusion sacroiliac and thoraolumbar procedure. It was reported that the cervical probe tip was found deformed intra/perioperatively. The procedure was completed without navigation. There was no delay to surgical time and no known impact on patient outcome.

Manufacturer narrative:
Additional information: device lot number provided. The probe was returned to the manufacturer for evaluation. It was reported that the tip of the probe was bent, but the instrument returned a good divot error. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.